Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that after an intraocular lens was implanted, the patient experienced blurry vision and halos . The lens was exchanged for a different lens within 2 months after initial implantation. Refractive surprise and halos was the clinical reason provided for the explant. Additional information was requested and received stating the patient's symptoms were resolved post iol explant. There are two medical device reports associated with this patient. This report is associated with the right eye.